Event description:
Our doctor told us to purchase a bedwetting alarm to help my son stop his wetting habit. After much research, we purchased malem. The idea is to wake up my son when he wets the bed with tactical alerts like vibration and beeping. However this alarm does neither of those things. All it does is it gets hot when the sensor is connected. When the batteries are placed inside, the alarm is ok, but when the sensor plugs in, you can feel it vibrate gently and the back and underside start getting hot. It takes a few minutes and its too hot to hold. This is not normal and heat is not the right way to wake up a bedwetter.